Manufacturer narrative:
(B)(6).

Event description:
It was reported that a jelco® optiva® i.v. Catheter has no fixation point, the stylet rotates without reference point to the position of the needle bevel. During the procedure the stylet exits before the patient can be catheterized; and in some situations (when you are able to catheterize), when you withdraw the stylet, the catheter comes out at the same time. No report of patient injury.

Manufacturer narrative:
Corrections: address: updated to indicate the country is (B)(6) and not (B)(6). Foreign: updated to indicate the country is (B)(6) and not (B)(6).